Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: angina/occluded diagonal branch; occlusion is considered to be permanent damage. Device issue: no device malfunction has been reported. It was reported that the patient, with a pre-existing history of angina, underwent double vessel xience v stent implantation on (B) (6) 2008, in two de novo lesions, one in the mid right coronary artery (rca) and another in the proximal left anterior descending artery (lad). On (B) (6) 2009, stress test revealed angina. Electrocardiogram (ECG) showed no findings suggestive of myocardial infarction. Laboratory tests revealed ck and ck-mb were elevated. Diagnostic coronary angiography performed on (B) (6) 2009 showed widely patent lad and rca stents. Reportedly, the angina may be related to the diagonal branch that was jailed by the xience stent in the index procedure. No additional information was provided. The angina is continuing. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Results and conclusion summation - in this case, there was no reported product deficiency. The reported patient effects of angina and occlusion are known adverse events as listed in the product risk assessment and IFU. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.